Manufacturer narrative:
Product analysis visual inspection: the device returned with the red locking pin secure in the handle a kink was confirmed on the silver retractable sheath the red locking pin was removed, and the stent was deployed when the stent was deployed a kink was observed on the inner tubing medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to implant an abre self-expanding stent during treatment of the patient¿s iliac vein. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging (i.e. Shelf carton, hoop/tray). There were no issues noted when removing the device from the hoop/tray. The device was prepped per the IFU (instruction for use) with no issues identified. The device was not passed through a previously deployed stent. Resistance was encountered when advancing the device. Stent deformation in vivo during positioning/deployment was reported. The device was not implanted. A replacement abre stent was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.